Manufacturer narrative:
Unit passed sleep current measurement, active current measurement, self-tests. No unexpected failed battery test alarm noted during testing. Unit received with an intermittently responsive keypad at the left button. Pump was cut open to perform visual inspection and found corroded keypad traces at the left button. No stuck key alarms noted during testing, however, a stuck key alarm was found in the history file on event date alarm found (61) was recorded on (B)(6) 2024 03:39:01.000unit was successfully downloaded using thus software. [On adapt, no relevant alarms were noted] however on adapt, confirmed (61) alarm on (B)(6) 2024 03:39:01.000 hour for alarms that may have occurred in the past and line number 1384 file number 26 (B)(6) 2024 03:39:01.000 (58) alarm on (B)(6) 2024 16:05:01.000 hour for alarms that may have occurred in the past and line number 260 file number 33 (B)(6) 2024 16:05:01.000 or during a complaint call that might have triggered the reason complaint. Thus, and software was utilized and downloaded trace/history files properly. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. However, found multiple failed batt test alarms on event date 10/29/2024 16:05:01.000 in the file history due to customer insert low battery. No moisture damage or components burnt on the electronics, battery connector, battery tube, motor, vibrator during visual inspection. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: cracked case, cracked battery tube threads, cracked keypad overlay, stained keypad overlay, cracked case (battery tube), cracked case corner of belt clip rail and label damaged. In conclusion, stuck button alarm found in the history file and intermittently unresponsive left keypad button was observed during analysis and confirmed due to corroded keypad traces. However, unit passed all required tests and failed batt test alarms not confirmed. Multiple failed batt test alarms on event date due to customer insert low battery. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced a keypad/button unresponsive/button error, unexpected battery power loss, damage (physical or cosmetic), and failed battery test. The customer reported no adverse event. The event involved product(s) mmt-1715kr. Troubleshooting was performed. The customer reported receiving a replace battery alert/ replace battery now alarm. The issue was resolved by replacing the battery. The customer reported receiving battery failed alarm. The customer reported that the battery cap contacts were not damaged. The customer reported that the battery compartment was damaged. The customer reported receiving a stuck button alarm after the button was pressed continually for more than 3 minutes. The customer was able to clear the alarm and the buttons were responsive during the call. The customer reported physical damage (crack or scratch) on the pump not related to the retainer ring. No harm requiring medical intervention was reported. The customer will discontinue the use of the pump. Mmt-1715kr was requested and the customer response was the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.